Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to the philips response ctr that the device would not function correctly in menu mode. Upon entering menu mode (pressing the menu select button) the device would enter data mgmt mode and no other menu selection could be entered. There was no adverse patient impact.